Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing solution in the reservoir. The reported condition of an underinfusion was not confirmed. Visual examination of the sample showed no sign of physical abnormality. An accuracy flow test was performed on the sample for 260 minutes. At the end of the flow test period, the infusor produced the following flow rates: calculated flow rate = 47.71 ml/hr, normalized flow rate = 48.90 ml/hr, specification range = 42.5 - 57.5 ml/hr. The infusor produced functional results within the specification range; the device performed as expected. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) received a report that a 50 ml/hr intermate underinfused during patient use. A volume of 100 ml was infused over the course of 5 hours rather than 2 hours. The device was filled with a 205-ml solution of 5-fluorouracil, heparin, and saline.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.